Event description:
Customer reported that in the picu, the t-connector broke in two. The extension set was replaced. When replaced, the peripheral IV was unable to be flushed and was then discontinued. There was no pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's experience of the t-connector extension set breaking in two was confirmed. The t-connector was observed to be separated at the engagement between the set's tubing and the t-connector. A dimensional analysis was performed on the set's tubing. The tubing from the sample received is below the required minimum specifications. The root cause of the separation and the t-connector breaking in two was identified as a material issue due to the tubing being below the required minimum specification.